Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The (B)(4) of (B)(4) lifetime v-sic are recorded beginning (B)(6) 2014 max rv pace impedance rises from 728 ohm the week ending (B)(6) 2014 to greater than 1928 ohm the week ending (B)(6) 2014. Ventricular fibrillation (vf) detections were turned off on (B)(6) 2014. Lia was not installed. There are 8 non-sustained tachycardia (nst) events of less than 220 ms v-v cycle recorded on (B)(6) 2014.

Event description:
It was reported that the patient went to the emergency room (ER) due to receiving inappropriate shocks due to oversensing noise of the fractured pace/sense (p/s) portion of the right ventricular (rv) lead. It was noted there was high impedance and elevated short interval counts (sic). Lead impedance trend shows abrupt rise and non capture of the ventricular lead at highest outputs. The p/s portion was capped and replaced. The high voltage "b" (hvb) portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).